Manufacturer narrative:
Approximate age of device - 3 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient smelled something burning and presented to the emergency room. No impact to the patient was reported. It was reported that a portion of the system controller's white power cable had burn marks and the system controller would not stop burning. Upon review of the history screen, low voltage advisory alarms were observed. The system controller was exchanged.

Manufacturer narrative:
The report of a damaged white power lead was confirmed during the evaluation of the returned system controller. The evaluation revealed that the outer jacket insulation on the white power lead had a damaged area (burn mark) near the power lead connector. Movement of the white power lead during functional testing, caused an interruption in the pump function while the returned system controller was operated on a test power module. The evaluation of the white power lead revealed compromised internal wires underneath the grey outer jacket insulation. The insulation on the internal conductor appeared burnt consistent to an electrical short between the internal wires and the braided shield (ground). The evaluation of the returned system controller could not determine a specific mechanism that contributed to the damage. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.